Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Carbohydrates were consumed to treat bg level. Tandem technical support (cts) performed a full system check and determined the customer had manually given correction boluses in conjunction with control software delivering automatic correction bolus resulting in the low bg. Cts reviewed all finding with the customer and determined the pump has been functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.